Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. There were no excessive no delivery alarm noted. The unit had intermittent button response because all of the buttons dome switch were flattened. There was not a button error alarm noted. The unit had a cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at bat battery tube threads area, cracked reservoir tube lip, and the end cap sticker was missing.

Event description:
It was reported that the customer had high blood glucose levels of 515 mg/dl. The customer was treated with a manual insulin injection. The customer indicated having symptoms consistent with high blood glucose levels including thirstiness and ketones. The mother of the customer reported that the insulin pump alarmed no delivery multiple times. The mother of the customer also reported a button error from the insulin pump. Troubleshooting was done. The customer also reported scratches on the screen of the insulin pump. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. The customer mother of the customer reported that the no delivery alarm was resolved by a complete infusion set change. The customer was advised to treat per the health care provider's instruction. The customer would like to have the insulin pump replaced. The customer was advised that the insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.